Event description:
Customer reported receiving erratic readings on his freestyle freedom blood glucose meter. Customer reported receiving readings of 236 mg/dl, 57 mg/dl and 219 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid gell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint is not confirmed. Returned meter powered on with both button depression and insertion of strips. There were no out of range results with both high and low control solution testing. The reported readings were located in the meter's internal memory log. However, they were reported as having been received on (B) (6) 2009, indicating the meter's date was not set correctly.